Manufacturer narrative:
The problem may could be traced to optical fiber failure. We are unware of patent involvment. We are waiting for more information by the distributor.

Event description:
The optical fiber had a failure that did not allow to use it properly.no adverse effects to patient were reported.